Manufacturer narrative:
The product was not returned; therefore, a visual and physical evaluation was performed on a retain sample, yielding results within specification for the carve time.

Manufacturer narrative:
Specific information with regard to the exact number of patients affected, genders, ages and weights were not provided. The doctor removed the amalgam and replaced the restorations for each of the patients during the same procedure, without further incident. To date, each of the patients are doing fine. The product was not returned and no lot number was provided; therefore, no evaluation can be conducted.

Event description:
A doctor alleged that the tytin amalgam was setting up too quickly during procedures for multiple patients. This is the second of three (3) reports.